Event description:
It was reported that the patient is in an atrial bigeminy, and a large amount of pacing "from 90-110", is being observed possibly due to the atrial preference pacing feature being on. It was also reported that the patient feels palpitations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.